Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a günther tulip filter. Investigation is still in progress.

Event description:
Description according to short form complaint filled: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 implanted at (B)(6)". Additional information received 04mar2016: "[pt] states that he first experienced pain, anxiety about the possibility of more damage because one prong has punctured the vein and it cannot be removed in (B)(6) 2010. The [pt] had 2 separate attempted retrievals of the filter on (B)(6) 2010 and (B)(6) 2010 both at (B)(6) medical center. On (B)(6) the filter was not removed due to demonstrating a large amount of thrombus in the ivc and proximal left common iliac vein. No other records are provided on the second attempt." Per additional information: "two separate attempts were done to remove the filter. On (B)(6) 2010 at (B)(6) the filter was attempted to be retrieved due to complications related to the implanted device. Again on (B)(6) 2010 a second attempt at ucsf due to complications related to implanted device." Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a günther tulip filter. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records have been available the exact root cause for what caused the alleged filter perforation and the difficult retrieval attempts are unknown. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filled: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 implanted at the (B)(6) medical center in (B)(6)." Additional information received 04mar2016: "[pt] states that he first experienced pain, anxiety about the possibility of more damage because one prong has punctured the vein and it cannot be removed in (B)(6) 2010. The [pt] had 2 separate attempted retrievals of the filter on (B)(6) 2010 and (B)(6) 2010 both at (B)(6) medical center. On (B)(6) the filter was not removed due to demonstrating a large amount of thrombus in the ivc and proximal left common iliac vein. No other records are provided on the second attempt." Per additional information: "two separate attempts were done to remove the filter. On (B)(6) 2010 at (B)(6) the filter was attempted to be retrieved due to complications related to the implanted device. Again on (B)(6) 2010 a second attempt at (B)(6) due to complications related to implanted device." Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Event date: unknown as information was not provided. Device: unknown as information was not provided. Catalog # unknown as information was not provided but referred to as a günther tulip filter. Lot # unknown as information was not provided, expiration date unknown as lot # is unknown, MFR date: unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filled: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010 implanted at the (B)(6) medical center in (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event to product malfunction . Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 03/14/2016 and is as follows: patient alleges that a cook gunther tulip filter was placed via the jugular vein on (B)(6) 2010 for dvt prophylaxis. Patient allegedly had a recent intracranial hemorrhage. Patient alleges that outcomes attributed to the device include tilt, vena cava perforation, unable to retrieve device, and pain. Patient alleges two unsuccessful retrieval attempts: (B)(6) 2010.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). Corrected data based on new information received: other to malfunction. Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, vena cava perforation, unable to retrieve, pain¿. Cook will reopen its investigation if further information is received. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.